Event description:
User allegedly had a meter that would not recognize test strips. User had to open another bottle of strips and meter would not recognize those strips either. Customer service walked user through proper insertion.